Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 173416: 78 items manufactured and released on (B)(6) 2017. Expiration date: 2022-06-08. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with three other similar reported events during the period of review. Additional implant involved: batch review performed on (B)(6) 2022 on reverse shoulder system 04.01.0206 lat. Glenosphere 32xø24.5 (k193175) lot. 1811033a lot 1811033: 4 items manufactured and released on (B)(6) 2021. Expiration date: 2026-01-17. No anomalies found related to the problem. To date, 2 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery performed at about 8 months after the primary due to joint luxation and the cause is unknown. The surgeon revised successfully the metaphysis and the liner.